Event description:
It was reported that during the implant procedure, the right atrial (ra) lead had low pacing impedance. The lead was removed and another lead was implanted. It was also reported that the scrub technician noticed a small outer insulation breach approximately 20cm from the is-1 pin during the implant of the left ventricular (lv) lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation: (B)(4): the full 419688 lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that a visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.